Manufacturer narrative:
(B)(4).

Event description:
A receiver was returned was returned for evaluation, however it is not the complaint device. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. No additional patient or event information is available. The complaint device wasn't returned, but the receiver(B)(4) that was used with the device has been received for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.